Manufacturer narrative:
Bsc ID (B)(4).

Event description:
Same patient as MDR ID: 2134265-2017-12818. It was previously reported in december 2017 via MDR ID 2134265-2017-12818 that the procedure was not completed for an unknown reason. However, the patient reported the watchman was implanted in (B)(6) 2017 and in addition to the problems with double vision and two strokes, the patient reported thrombus on the device. In (B)(6) of 2018 the implanting facility has reported that the device was implanted (B)(6) 2017. The patient was fine the day of discharge, but developed double vision a few days post procedure. A computed tomography scan of his head was normal. A follow up transesophageal echocardiogram (tee) performed on (B)(6) 2017 revealed the device looked great, with no leaks noted. The patient continued follow up with a different cardiology group after the 45 day tee.

Manufacturer narrative:
If implanted, give date corrected from (B)(6) 2017 to (B)(6) 2017. Bsc ID (B)(4).

Event description:
It was further reported that a 24mm watchman closure device was implanted (B)(6) 2017. The device had appropriate compression, tug test and a good seal. There were no complications. In (B)(6) 2017 it was noted that diplopia began two weeks post watchman. Opthomology exam was normal and the patient remained on eliquis. A spiral CT scan of the head was performed on (B)(6) 2017 and observed mild small vessel ischemic white matter disease. And no acute intracranial abnormality. Tee was performed on (B)(6) 2017 and no thrombus was detected on the watchman. The watchman was in good position - no leak or flow; a small density without independent motion possibly a fibrinous strand was noted to be attached to the atrial side of the device. On (B)(6) 2017 the patient was admitted to the hospital. He reported slurred speech starting (B)(6) 2017. The patient went to the ER with no neurologist support and was therefore transferred to another facility. He was on eliquis until 2 days prior to this visit when he stopped and started plavix. He then developed diarrhea so switched to full dose of aspirin which he took the day before. He reported the speech had improved. He reported blurry/double vision in left eye since (B)(6) 2017. On (B)(6) 2017, tee revealed a layered thrombus on the left atrial aspect of the device, with no evidence of leak. It was recommended by cardiology and neurology to resume eliquis. The patient was discharged that day.

Manufacturer narrative:
Bsc ID (B)(4).

Event description:
It was further reported that in (B)(6) 2017 it was noted by the patient¿s ophthalmologist that the 6th nerve palsy os was possibly related to embolus at time of cardiac surgery. The patient will be scheduled for a CT scan with cardiology and will be referred to a neurologist for further work up. In (B)(6) 2017, the patient presented with complaints of diplopia. A neurologic consultation noted that a recent ophthalmologic evaluation determined his symptoms of diplopia and imbalance were manifestation of stroke. Part of the evaluation was a CT scan of his brain which revealed microvascular disease. The neurological evaluation noted that the suspected cause of the symptoms at that time was manifestation of an ischemic event, possibly occipital in origin given the description of diplopia, it was also noted to be possible the symptoms could be related to brainstem ischemia. He was to undergo further testing. He remained on anticoagulation. In (B)(6) 2017, a CT head scan showed moderate chronic volume loss with mild microangiopathy. No findings of acute hemorrhage or infarction. No abnormal extra axial fluid collections and no hydrocephalus. No mass or mass effect. In (B)(6) 2017, it was noted that since his last visit he had a recurrent episode consisting of slurred speech which he had presented to the ER. He was diagnosed with transient ischemic attack (tia). He was started on eliquis. Since then he has felt well but continued with vision difficulties. It was thought his symptoms were due to manifestation of a small stroke. The hospital evaluation revealed carotid ultrasonography which was essentially negative. The patient had no new complaints otherwise at that time. In (B)(6) 2018, the patient reported intermittent diplopia to his ophthalmologist. The patient¿s prescriptions were updated.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported via (B)(6) that the "watchman surgery caused me to have a mild stroke."